Manufacturer narrative:
The initial MDR was filed as manufacturing report #3007566237-2015-02795. (B)(4).

Event description:
Follow-up from the healthcare provider (hcp) reported that the impedances were checked and there were no problems. The leads were palpated from the chest to the scalp and unable to reproduce the sensation. X-rays were ordered to asses lead integrity and there was no result yet. The amplitude was turned down and the electrodes were changed, which resolved the issue. The cause was thus determined to be that stimulation was too high.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0217111v, implanted: (B)(6) 2002, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
The consumer reported that the patient was having trouble turning the implantable neurostimulator (ins) on and off because it shocked him. He usually turned it off at night and then turned it back on in the morning and that was when he got the shock. The shock ran down his leg and he shook all over; it also affected his walking, breathing, eating, and sight. The consumer noted that the patient always turned the ins off at night, but never had problems until two to three weeks prior to (B)(6) 2015. The patient did not like his new ins at all. He had been working with someone to adjust the setting and this person came to the healthcare provider's (hcp) office; the consumer thought this person was a pharmacist. The patient had been seeing this person every wednesday for the past three to four weeks as of (B)(6) 2015. At one of the meetings this person stated "it seemed like there could be a short." The patient had another appointment scheduled for (B)(6) 2015. The patient's indications for use were essential tremor and movements disorders. The cause of the shocking and any interventions were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.